Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The legal manufacturer confirmed that there was no repair history of the subject device. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR. Please the result of culture test at the user facility was positive. We presume the cause of positive culture test as follows. However, it is difficult to specify for the subject scope was not sent to sales business center and the scope inspection was not conducted.

Manufacturer narrative:
As part of our investigation, on october 29, 2020, the ess observed the facility¿s reprocessing practices and no deviations were noted with the facility¿s reprocessing methods. The ess provided the customer with an in-service for both the tjf and pcf model scopes that included: pre-cleaning, modified manual cleaning, and storage in accordance with the manufacturer¿s recommendations. The ess noted that the customer was already using the reprocessing poster. The device was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event.

Event description:
The service center was informed that during an onsite in-service with an endoscopy support specialist (ess) the customer reported that the scope cultured positive for a low concern bacteria after reprocessing. The scope was reprocessed and re-cultured with negative results. While the culture results were pending the scope was not quarantined and was used on a patient. There was no patient infection reported. No further information was provided.